Event description:
An intravascular ultrasound (ivus) imaging catheter was used in a left heart catheterization to image the left anterior descending artery (lad). The vessel had 85-90% stenosis, moderate calcification and mild tortuosity. There was no report of resistance while advancing or removing the ivus from the lesion. During imaging and right after removal of the catheter, the patient experienced chest pain, severe spasm of the vessel, and st elevation. Patient was given multiple rounds of intracoronary nitroglycerin to resolve the spasm. The patient left in "good" condition. Due to the severity of disease the patient was referred for coronary artery bypass graft (CABG).

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation as it was disposed by the facility; therefore product inspection could not be performed. However, based on the event description, there is no indication that the reported event is related to product specification nonconformance or misuse. There is also no indication that the device malfunctioned. The reported event is an anticipated procedural complication to these types of procedures and as such, a root cause classification of anticipated procedure complication has been assigned to this event.